Event description:
The company representative followed up to the implanting surgeon who stated that non-absorbable sutures were used to secure the lead. Analysis was completed for the returned generator. The pulse generator diagnostics were as expected for the programmed parameters. A comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. The battery voltage measured 2.995 volts. The downloaded data revealed that 1.140% of the battery had been consumed. There were no performance or any other type of adverse condition found with the pulse generator. Review of the downloaded data revealed no anomalies.

Event description:
Follow-up to the company representative provided more information about the date of surgery. It was stated that the entire lead was removed, but was cut during the surgery. The portion of the lead which was not returned to the manufacturer was likely discarded. It was provided that during the explant, the physician pulled the lead down and the lead was able to be pulled down from the neck site in its entirety, from the incision made at the generator site. No tie-downs were present upon removal.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a vns patient who was recently implanted was in consult to have the device removed due to an infection. Follow-up to the physician and surgeon by the company representative revealed that the entire system was removed due to the infection at the generator site. The entire vns system was in the pocket site and the neck incision did not need to be opened. The explanted devices were received by the manufacturer for analysis 05/18/2016. Analysis is underway for the returned generator, but has not been completed to-date, analysis was completed for the returned lead assembly 05/26/2016. The lead connector appears to have been compressed at the small o-ring boot. The exact point in time of when this occurred is unknown. No adverse effect was identified on the device performance as a result of this condition. Since a portion of the lead including the electrode array was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. Other than the cosmetic observation and typical wear and explant related observations, no other anomalies were identified in the returned lead portion. The device history records were reviewed for the lead and generator and it was confirmed that both devices were sterilized prior to distribution. Additional relevant information has not been received to-date.